Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c investigation ¿ evaluation it was reported that the catheter of a cook pneumothorax set punctured a patient's lung during the procedure. The device was placed through the patient's chest wall and was being used for pneumothorax drainage. The metal stylet was placed at the insertion side and the plastic catheter was gently advanced over it. The catheter was inserted too far and penetrated the lung, and "did so again passing out the other side". During use, the physician assumed the catheter would be flexible enough to "push around the side of the lung", but instead found it to be "both stiff and sharply tapered". There was no malfunction of the device reported. The complaint catheter was removed and a new catheter was placed at an alternate site. The patient later passed away, and cause of death was reported to be unrelated to this event. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record and a search for additional complaints associated with this device lot could not be completed due to a lack of lot information. There is no evidence to suggest there is any nonconforming product in house or out in the field, and the evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: -lung puncture may result in air embolus, which could lead to ischemia or infarction of major organs including the brain or cardiac system. The following is listed as part of the procedure for placement 4. If a large pneumothorax is present (as determined by fluoroscopy or by roentgenograms) and there is certainty that the catheter and cannula are well within the pleural cavity, immediately push the catheter forward by sliding it over the needle cannula and into the pleural space. Note: if there is uncertainty as to whether the needle and catheter tip are well within the pleural cavity, as with a small pneumothorax, the inner needle stylet may be removed to determine whether there is a free flow of air. Once positioned within the pleural space, advance the catheter so that all catheter sideports are within the pleural space. As the catheter is advanced, the needle is slowly withdrawn. 5. Monitor the catheter tip position fluoroscopically. The distal tip of the catheter should be positioned with the tip pointing toward the extreme apex of the pleural space based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for the complaint was traced to user's preference of a different device design. It is also possible the physician did not read the IFU supplied with the device as the precautions listed include lung puncture. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Report source, other: (B)(6), competent authority. PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the catheter of a cook pneumothorax set punctured a patient's lung during the procedure. The device was placed through the patient's chest wall and being used for pneumothorax drainage. The metal stylet was placed at the insertion side and the plastic catheter was gently advanced over it. The catheter was inserted too far and penetrated the lung, and "did so again passing out the other side". During use, the physician has assumed the catheter would be flexible enough to "push around the side of the lung", but instead found it to be "both stiff and sharply tapered". There was no malfunction of the device reported. The complaint catheter was removed and a new catheter was placed at an alternate site. The patient later passed away, and cause of death was reported to be unrelated to this event. Additional information regarding patient and event details has been requested but is not currently available.